Event description:
It was stated that, "we expanded the cage in the portal a little and it broke the tip of the portal."

Manufacturer narrative:
Based on the returned device and description of the reported event, it is hypothesized that the root cause of the reported event was insufficient material properties to withstand the expansive forces of the implant. The implant was expanded while still partially inside the access tube, so the expansive force was applied directly to the inside walls of the access tube, causing it to fracture at the distal tip. To prevent this issue, ensure that the installer is fully inserted into the access tube prior to expanding the implant. In addition, the device showed signs of rusting, indicating the instrument was likely left wet following sterilization for an extended duration.